Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited low pacing impedance. The rv lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were found except for procedural damage.